Manufacturer narrative:
(B)(4).

Event description:
It was reported "obstruction of the central catheter lumen is reported, possibly due to the use of medications, although no precipitation is observed in the equipment. Attempts are made to clear the obstruction, but without success. The catheter does not return and does not allow the medication to pass through. Heparin is diluted to a concentration of 1 ml/10 ml in a 0.9% saline solution and double-distilled water. The available peripheral route is used and the doctors are notified of the situation." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".

Event description:
It was reported "obstruction of the central catheter lumen is reported, possibly due to the use of medications, although no precipitation is observed in the equipment. Attempts are made to clear the obstruction, but without success. The catheter does not return and does not allow the medication to pass through. Heparin is diluted to a concentration of 1 ml/10 ml in a 0.9% saline solution and double-distilled water. The available peripheral route is used and the doctors are notified of the situation." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "stable".

Manufacturer narrative:
Qn (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.